Event description:
Tubing for pca pump was noted to have air in about 12 inches of the tubing. The air alarm did not sound (machine did not detect the air). Two rn's checked the sensitivity alarm and it was activated. No harm to the patient. Pump removed. Our biomedical department is testing the device and cannot replicate the event.